Event description:
It was reported that in (B)(6) a patient noticed that she could fully charge her implantable neurostimulator (ins) and it lasted ¿for 2 days and then it shut off on me¿. It was stated that in the hospital they ¿had it on 4¿. It was stated that ¿it worked great for a week¿ but then noted ¿it wasn¿t killing enough of the pain¿. It was stated that the patient turned it up to 8. It was reported that the patient completed a charge on saturday ¿and by this morning it was dead¿. It was noted that the patient inquired whether it was normal because she was using the ins at a higher level or if there was a defect in the ins. It was noted that the patient had an appointment 3/26/2014 at her healthcare professional¿s (hcp) office.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was able to turn the amplitude up to 7 or 8v to help with the pain and wanted reprogramming to lower her parameters/change programming so that the implantable neurostimulator (ins) held a charge longer. As of the date of the report, the ins only held a charge for 1.5 days, which the patient disliked.